Event description:
On (B)(6) 2016, I had an orbera gastric balloon implanted in order to supplement weight loss efforts. It was to remain in place for 6 months. However, in (B)(6) I began to experience severe acid reflux and heartburn which developed into middle of the night or early morning vomiting on a daily basis. I was diagnosed with gastroparesis due to the balloon. The physician who implanted the balloon (dr (B)(6), (B)(6)) prescribed several medications, but nothing provided any improvement in the symptoms. Eventually the side effects became so problematic the balloon device was removed prior to the full six month program completion. The removal process was also complicated by the presence of undigested food in my stomach even though I had followed the doctor's 10 day restricted liquids only diet prior to the removal procedure.